Event description:
Customer's mother reporting an emergency room visit due to high blood glucose. The blood glucose reading at the time of the event was 495 mg/dl. Customer was vomiting; 911 was called and customer was transported to hospital. Customer's current blood glucose reading is 483 mg/dl. Customer treated with a bolus. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.